Manufacturer narrative:
Concomitant medical products: product ID: 407658 lead, implanted: (B)(6)2006.

Event description:
It was reported that the patient presented to the emergency department due to palpitations. A remote transmission showed suspected right ventricular (rv) lead undersensing and right atrial (ra) lead far field r-wave (ffrw) oversensing during recorded episodes. The patient was later seen in clinic and programming changes were made to both leads in response to the sensing issues. It could not be determined if the patient symptoms were related to the lead sensing issues or not. The leads remain in use. No further patient complications have been reported as a result of this event.